Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed an active exhalation verification test step during testing. The technician recommended replacing the proportional valve (aecm) and three-way solenoid valve to address the issue. No further investigation is required at this time. Additionally, after repair the device passed final check, and it was put back into service.

Manufacturer narrative:
The manufacturer previously reported for a ventilator returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed an active exhalation verification test step during testing. The technician recommended replacing the proportional valve (aecm) and three-way solenoid valve to address the issue. No further investigation is required at this time. Additionally, after repair the device passed final check, and it was put back into service. The proportional valve and solenoid valve have been returned to the product investigation laboratory (pil) for further evaluation. Pil installed the trilogy evo proportional valve on the trilogy evo stb and then tested the proportional valve on the pil trilogy evo multifunctional test station for aecm verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed. The trilogy evo proportional valve has been scrapped. Pil installed the trilogy evo solenoid valve on the trilogy evo stb and then tested the solenoid valve on the pil trilogy evo multifunctional test station for aecm verification and aecm solenoid current verification at pretest and aecm verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. The trilogy evo solenoid valve has been scrapped. The coding in box: h has been updated to reflect the new information.